Event description:
According to the history & physical, in 10/93 the pt underwent left total hip arthroplasty for marked degenerative changes in her hip. She did well intitally, but continued to have pain in the hip & into the groin & some shortening on that leg. Subsequent x-rays showed a loosening of the femoral component with some subsidence. The pt was admitted for a redo of that total hip on the femoral side without replacing the acetabular component.